Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (37761) found that it had a broken connector pin.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger connector pin was loose and that the ins recharger (insr) would not power up. The patient stated that they were in 'unbearable pain.' A newdesktop charger was sent to the patient who later reported that the wrong part was sent and that the insr would still not power up. The patient then reported that they had been using a dysfunctional wall outlet and that the new desktop charger did actually work. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.